Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that he had a low blood glucose of 27 mg/dl on (B)(6) 2016. The patient had been experiencing low blood glucose values for the past month and a half. When his blood glucose dropped to 27 mg/dl, he was woken up due to a shot from ems. The patient works two jobs and his blood glucose decreased after his second job; his second job is physical. The customer was not hospitalized due to the hypoglycemic event. Troubleshooting was initiated for the low blood glucose. The insulin pump settings were programmed accurately. The device was not exposed to any MRI or strong magnetic fields. The customer did not believe that the insulin pump was over-delivering. A self test was also successfully completed. The insulin pump was not returned for analysis.